Manufacturer narrative:
(B)(4). The customer replaced the graphic user interface (gui) printed circuit board (pcb). The service engineer (se) loaded the current revision software onto the ventilator. The ventilator passed self testing.

Event description:
Report received of ventilator with an erratic display. The ventilator was not on a patient at the time of the event.